Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited low pace impedance measurements, remaining within normal range and noise. This rv lead is in the rv pace sense port of the device. A previous episode of noise and oversensing was observed, resulting in an inappropriate shock to this patient. Tachy therapy had been disabled at that time and has since turned to monitor only. A chest x ray was obtained which revealed this rv lead was in close proximity to the rv distal coil of the other rv shocking lead. Technical services (ts) discussed with the field representative, options for the physician in explanting this rv pace sense lead or both rv leads. This rv lead remains implanted at this time. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) pace sense lead exhibited low pace impedance measurements, remaining within normal range and noise. A previous episode of noise and oversensing was observed, resulting in an inappropriate shock to this patient. Tachy therapy had been disabled at that time and has since turned to monitor only. A chest x ray was obtained which revealed this rv lead was in close proximity to the rv distal coil of the other rv shocking lead. Technical services (ts) discussed with the field representative, options for the physician in explanting this rv pace sense lead or both rv leads. This rv lead remains implanted at this time. No adverse patient effects were reported. Additional information was received that this rv pace sense lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.